Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: d10 (product received).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: evaluation codes (closure codes). Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that a part of the secondary packaging polyethylene bag containing powder of the cement (p/n: 545050000) had already been distorted when it was opened for using during the tka surgery on (B)(6) 2019. 3 packs (120g) cement were opened during the surgery, and one of which had been partially deformed. It was ceased using the cement in question just in case, the surgery was completed without problems by using other packs. It was not possible to confirm at the site whether there was a hole on distorted polyethylene bag the or not. There was no adverse consequence to the patient, and it was unknown whether there was a surgical delay or not. No further information is available.¿ the returned sample was examined and photographed; see attachment ¿(B)(4) photos.pdf¿. Initial examination of the powder bag shows a deformation at the top left corner along the supplier seal band. The sample confirms the complaint description. Closer examination reveals that the seal appears to have torn along its top edge, starting at the outer edge of the seal band. The seal is still integral; the powder is secure inside the bag and has not leaked. There is a second slight deformation along the seal band. The material that makes up the void in the seal has gathered at the bottom of the seal band. 2x retained samples of powder bags from this lot number were examined, with no further instances of this failure uncovered. Pic-qps-pr02 and mps-c-01 rev 29 attachment 1 & 2, appendix 2, 3 & 4 requires operators inspect all powder pouches and to shake / massage powder pouches. Any seals which are found to be non-conforming are to be segregated and put into a reject bag. Therefore, any non-sealed or damaged powder bags should be identified during final pack inspection. It is not possible to determine when or how the damage occurred with the available evidence. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: lot no: 8990799. Device history reviewed 11 november 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 november 2020. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a part of the secondary packaging polyethylene bag containing powder of the cement (p/n: (B)(4)) had already been distorted when it was opened for using during the tka surgery on (B)(6) 2019. 3 packs (120g) cement were opened during the surgery, and one of which had been partially deformed.